Manufacturer narrative:
(B)(4). Batch # n91m01. The handpiece was received with nose cone cracked. The handpiece was connected to a test device and tested on a gen11. The device pass pre-run test , it was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the handpiece. The damage to the nose con was not enough to prevent the functionality of the handpiece. The handpiece was disassembled to inspect the internal components and no anomalies were found. No conclusion can be made as to why the nose cone got damaged. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, the device could not pass the pre-run test. The generator was replaced and the device functioned temporarily. But the doctor felt the device had difficulty in hemostasis. The number of remaining uses of hand piece was 49. Another hand piece was used to complete the case. There were no adverse consequences to the patient.